Manufacturer narrative:
(B)(4) - undefined complications. Undefined complications. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced suprapubic, vaginal and genital pain. It was reported that the patient experienced a pulling sensation around the clitoral and urethral sphincter area leading to difficulty walking. It was reported that the patient underwent nerve block injections. In 2013, the patient underwent a mesh removal due to pelvic pain.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced undefined complications. No additional information was provided.